Manufacturer narrative:
Product complaint #: (B)(4). Complainant device is expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a lead spd technician gave a peel of pack defective instruments. Four t8 star-drive, one t-handle with quick connect, and one 2.0/2.4 depth gauge. Three of the t8 star-drive are twisted, on e star-drive and the t-handle will not come apart, and the depth gauge is broken. It was unknown how the issue was discovered. It was unknown of there was patient involvement. This complaint involves six (6) devices. This report is for one (1) t-handle with quick coupling. This report is 1 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable. The device received is not a depuy synthes device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.